Event description:
The rv lead was capped and replaced and the ICD was explanted replaced due to noise as a result of low battery percentage estimates. Also, the physician did not want to re-open the pocket within the next couple of months. No adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.